Manufacturer narrative:
The ge service representative conducted an onsite investigation. The sram and the technical processor were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system would not perform fluoroscopic x-ray. This malfunction occurred outside of a case. No patient injury was reported.